Event description:
The information received from (B)(4) study indicated that the patient was admitted with a history of angina (within past 6 weeks), an 80% stenosis in the distal circumflex and a 70% stenosis in the 1st obtuse marginal. The lesion in the distal circumflex was 15mm long, de novo, type b1 and extremely tortuous. The lesion was not pre-dilated. A 3.0 x 13mm cypher stent was deployed at 20 atm successfully. The stent was not post-dilated and there were no complications during the implantation of this stent. The residual stenosis was 10%. The lesion in the 1st obtuse marginal was 15mm long, de novo, type b1 and was in a bifurcation with a sidebranch. The lesion was pre-dilated with a maverick balloon. A 2.5 x 18mm cypher stent was advanced, but it failed to cross the lesion and could not be implanted. A 2.5 x 12mm promus drug-eluting stent was used. The stent was implanted at 20 atm successfully. The stent was not post-dilated and there were no angiographic complications. The residual stenosis was 10%. The day after the index procedure, the patient experienced a non-st elevation non-q wave myocardial infarction.

Manufacturer narrative:
Information was received via the (B)(4) study that during treatment of two denovo lesions, a distal circumflex lesion and a first obtuse marginal lesion the 2.5x18mm cypher (cxs(B)(4)/15095734) was unsuccessful in crossing the first obtuse marginal lesion; therefore a noncordis promus drug-eluting stent was implanted. A 3.0x 13mm cypher (cxs(B)(4)/15094025) was implanted in the distal circumflex. There were no angiographic complications; however, the day after the index procedure the cardiac enzymes were elevated and it was reported the patient experienced a non-st elevation myocardial infarction (nstemi). The event was reported to be possibly related to the cypher product and probably related to the procedure. The ischemic symptoms did not last more than 10 minutes. There was no angina during the 30 days follow up. No treatment was necessary for the myocardial infarction. The patient was stable, asymptomatic and was discharged from the hospital as scheduled the morning after his percutaneous coronary intervention (pci). No test was performed to verify stent patency. The patient is doing well, with no sequelae. At baseline, the (B)(6) male had a medical history of CABG 15 years prior to and nontarget lesion percutaneous coronary intervention pci 12 year prior to study enrollment. Additional medical history included peripheral vascular disease, hyperlipidemia, and hypertension. The patient the patient was admitted with a history of angina indicated as unstable (within past 6 weeks) without history of myocardial infarction (mi). Medications included aspirin 81mg and clopidogrel 75mg. Peri-procedurally aspirin 325mg and clopidogrel 75mg was administered. At index procedure, it was indicated that there was an 80% stenosis in the distal circumflex and a 70% stenosis in the 1st obtuse marginal. The lesion in the 1st obtuse marginal was 15mm long, de novo, type b1 and was in a bifurcation with a sidebranch. The lesion was pre-dilated with a maverick balloon. A 2.5 x 18mm cypher stent was advanced, but it failed to cross the lesion and could not be implanted. A 2.5 x 12mm promus drug-eluting stent was used. The stent was implanted at 20 atm successfully. The stent was not post-dilated and there were no angiographic complications. The residual stenosis was 10%. The lesion in the distal circumflex was 15mm long, de novo, type b1 and extremely tortuous. The reference vessel diameter was 3.0mm. The lesion was not pre-dilated. A 3.0 x 13mm cypher stent was deployed at 20 atm successfully. The stent was not post-dilated and there were no complications during the implantation of this stent. The residual stenosis was 10%. The day after the index procedure the ckmb was 22.8 (upper limit 6.3ng/ml) and the troponin I was 3.98 (upper limit 0.06ng/ml). It was reported that the patient was not officially diagnosed with a non st elevation myocardial infarction (nstemi) by his attending physician. The elevated enzymes were attributed to the pci procedure. However, given the enzyme levels, the principal investigator indicated that it was considered a nstemi and therefore it was reported it to the sponsor as such. Post procedure and discharge medications included aspirin and clopidogrel. The 3.0 x 13mm cypher stent remains implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094025 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is a known potential adverse event related to coronary artery stenting. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. Patient history, procedural factors and vessel characteristics including treatment of a bifurcating vessel with a side branch involvement may have contributed to the event. The relationship of the event to the cypher stent cannot be determined; however, there is no indication that it is related to a device manufacturing process; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The severity of the event was none/mild, there was no treatment provided and the event resolved without sequelae. The event was reported to be possibly related to the cypher product and probably related to the procedure. The ischemic symptoms did not last more than 10 minutes. There was no angina during the 30 days follow up. No treatment was necessary for the myocardial infarction. The patient was stable, asymptomatic and was discharged from the hospital as scheduled the morning after his percutaneous coronary intervention (pci). No test was performed to verify stent patency. The patient is doing well, with no sequelae. The patient was not officially diagnosed with a non st elevation myocardial infarction (nstemi) by his attending physician. The elevated enzymes were attributed to the pci procedure. However, given the enzyme levels, the principal investigator indicated that it was considered a nstemi and therefore it was reported it to the sponsor as such. Concomitant medications: aspirin 325 mg ((B)(6) 2010), benicar 20 mg and lipitor 80 mg. The product remains implanted and is not available for evaluation. Additional information will be submitted within 30 days from receipt.